Manufacturer narrative:
Model number/catalog number:sc-2218-50 ; serial number: (B)(4); batch/lot number : 20042117; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number : 20333011 / 20587915; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. X-rays revealed that the patients leads have migrated. The patient underwent a revision procedure and was reportedly doing well postoperatively.